Event description:
Pt had bilateral breast augmentation in 1984 with placement of silicone implants. Implants were replaced with saline in 1990. Pt now has malposition and rupture of right implant. Scar revision, mastopexy and implant exchange of right; cosmetic left breast implant exchange.